Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported during removal the tampon string detached leaving the tampon inside. She went to her gynecologist for removal of the tampon and was prescribed flagyl as a preventative. She was not experiencing any unusual symptoms.